Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual eval. But it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs.

Event description:
Stent was implanted across duodenum. Doctor had difficulty in deploying the pyloric stent, after deployment since the stent did not expand. Doctor used another stent to complete procedure.

Manufacturer narrative:
As a result of analysis of returned device, outer sheath was detached; stent was found inside compared to original location it should be. MDR was done by this firm since it was regarded expansion fail when complaint was received. However, it did not match with complaint description when confirming returned device, and it was confirmed deployment fail via further inquiry. It is regarded that outer sheath was pressured by patient's lesion and deployment was tried in that situation based on our analysis of returned device, on which outer sheath was detached; stent was found inside compared to original location it should be. It is considered that user had a difficulty in deploying due to pressure and he pushed outer sheath; outer sheath was detached in this process; stent went inside the delivery system rather than original location it should be; it caused deployment failure. It is being monitored for the equivalent complaints received. The suspected device is not registered to us FDA and it has not been shipped into the us.